Event description:
The manufacturer received information alleging a ventilator was alarming for high oxygen alarm. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The oxygen blending module board was replaced to address the issue.